Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. It was stated that essure coils were removed laparoscopically. No further information was provided. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time.no new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure coils were removed laparoscopically. This event, interpreted as essure surgical removal, was considered serious, due to medical importance and listed in essure reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for essure removal was not specified, since device removal was required, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up from 28-may-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure coils were removed laparoscopically. This event, interpreted as essure surgical removal, was considered serious, due to medical importance and listed in essure reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for essure removal was not specified, since device removal was required, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.